Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the failure of the video connectors caused the loss of image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the customer¿s reported issue, no image. The no image problem was isolated to a damaged/defective video connector. The evaluation also noted the coupler/connector mount is damaged/loose. The cause of the damaged/defective video connector is unknown. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the biomedical engineer at the user facility that the customer high-definition autoclavable camera head has an image problem, getting ¿no video, it¿s all black¿. The customer reported issue was found during inspection before use. No death, injury or harm was reported.